Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was exhibiting increased pacing threshold and impedance measurments. It was also noted that the ICD had reached a battery status of mol2. Further information confirmed that the physician elected to explant the device because it reached eri. During the procedure, it was noted that the transvenous defibrillation endotak lead was fractured and the entire system was explanted due to increased thresholds and impedance.